Event description:
The customer reported via phone call she had been experiencing high blood glucose and the insulin pump settings were adjusted by the doctor's nurse. The customer stated that the day of the call her blood glucose rose to 539 mg/dl; she changed the set and treated with a bolus. During troubleshoot; it was stated the drive support cap is recessed. The tubing had a few very small air bubbles. Insulin was not expired. Time, date, basal rates and bolus wizard are set up correctly. The bolus history was accurate. The customer declined to perform the high pressure test. She noticed the insulin pump had a crack on the top right corner of the lcd screen and decided to stop troubleshooting and requested the insulin pump to be replaced. Last blood glucose reading was 92 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.